Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient felt the ipg and leads beneath the skin. It was noted that the patient had lost weight and the ipg was slanted forward a bit. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.